Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. The reported rupture was not confirmed; however, a leak was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was performed to treat a lesion in the left superficial femoral artery (sfa) with moderate calcification. A 6.0 x 120 mm armada 18 percutaneous transluminal angioplasty (pta) balloon catheter was advanced to the lesion with no resistance; however, on the initial inflation of the balloon, the device was unable to maintain nominal pressure and a pin hole was noted. The pta balloon catheter was removed without issue and the procedure was successfully completed with a new armada pta balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.